Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2003.

Event description:
It was reported there were confirmed fractures of the right atrial (ra) lead and right ventricular (rv) lead with noise observed on electrograms. Clavicular crush is suspected as the cause of the fractures. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.